Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, of diopter -10.5/1.0/091 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 lens was exchanged with a longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
E1 - (B)(6). Claim # (B)(4).

Manufacturer narrative:
B5 - the requested clarification regarding the exchange lens power was provided as "the doctor use lower power considering the patient's age. But after surgery, the patient thought the enough power was better choice. So the exchanged lens diopter power was higher". Claim # (B)(4).